Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample using a cobas 6000 e 601 module. The serial number was requested but was not provided. The customer evaluated the sample using gel filtration and found discrepant results for the elecsys ft4 ii assay. The sample was submitted for investigation and was tested on a cobas 6000 e 601 module and a cobas e 411 immunoassay analyzer. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the ft3 assay. The erroneous results were not reported outside the laboratory. The patient was not adversely affected. It was suspected the issue was due to streptavidin interference. A specific root cause could not be determined as no sample material remained for further investigation. From investigation of the information provided, a general reagent issue was not detected.